Event description:
The user returned the device to olympus due to insufficient air supply during preparation for use. The user completed the endoscopy with the device. The device had been reprocessed with an olympus automated endoscope reprocessor model oer-3. Olympus medical systems corp. (Omsc) then inspected the device and found that the air/water nozzle was clogged with foreign material. Omsc determined that the endoscope that was improperly or insufficiently reprocessed was used in the procedure. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was evaluated at omsc. Omsc checked the device and duplicated the phenomenon reported by the user. As a result of the evaluation, the following was confirmed. There was a pinhole on the channel. As a result of the leakage test, there was a leakage from about 6 cm from the instrument channel outlet. The cleaning function of the objective lens surface by air supply and water supply was confirmed, and the air supply and water supply was insufficient. The inside of the air/water nozzle was clogged with white foreign material, and brown foreign material was attached. As a result of component analysis of foreign material, adhesive (cyanoacrylate) components were detected in white foreign material, and rust and organic silicone components were detected in brown foreign material. From the results of the component analysis of the foreign material, it was found that a mixture of rust and organic silicon was detected in addition to the adhesive. Foreign material may have entered the air/water cylinder from the outside during cleaning, etc., and may have clogged the air/water nozzle. The exact cause of the reported event could not be conclusively determined. From the evaluation results of the device, it was found that foreign material was clogged and adhered to the inside of the air/water nozzle. Therefore, there is a possibility that foreign material has entered the nozzle or the air/water channel, causing temporary clogging. Alternatively, it is possible that air supply and water supply could not be performed temporarily due to the damper phenomenon of the air/water channel. The damper phenomenon is not an abnormality of the device, but a phenomenon that occurs depending on the operation method of the air/water valve. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.